Manufacturer narrative:
Initial.

Event description:
It was reported that during a cartridge change for the ilet system, the user experienced a leak when the plunger fell out of the insulin cartridge while filling, and the user believed they had pushed insulin into the cartridge too quickly; the user then successfully filled a new cartridge with 1.8 ml of insulin, and no alerts or alarms occurred. Symptoms included no adverse clinical effects or injury. Outcomes included no impact on health and no hospitalization. Investigation included customer care agent troubleshooting and user education on correct cartridge filling technique. Investigation of this case revealed a user handling and technique issue associated with the cartridge component that resulted in leakage, with no device malfunction observed and no alert generation. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge filling.